Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum. At this time, it cannot be determined what exactly caused the patient¿s peritonitis with the information currently available. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that peritoneal dialysis (pd) patient had peritonitis. During follow-up with the peritoneal dialysis nurse (pdrn), it was reported the patient was seen in the outpatient dialysis clinic on (B)(6) 2019. The pdrn performed a manual exchange in the clinic and instilled a bag of pd solution to remain overnight. On (B)(6) 2019 the patient was seen in the clinic and bloody effluent was noted. Cultures revealed a high red blood cell count and white blood cells (wbc) of 144. Peritonitis was diagnosed, and treatment was initiated with a two-week course of both cefazolin and fortaz intraperitoneally (ip) (dose, duration, frequency not provided). Final pd effluent cultures and gram stain results were negative. The patient is continuing to perform daily manual exchanges with a 1.5% pd solution (one bag) along with ip antibiotic therapy. The pdrn was unable to provide a cause for the peritonitis. It was reported the patient uses good technique, follows directions well and has been using the same liberty select cycler and solutions. During an outpatient dialysis clinic visit on (B)(6) 2019 it was noted the patient¿s pd effluent was clearing, thus the patient was recovering. During this visit it was determined that the patient had regained kidney function and would be transitioning off pd therapy at the completion of the two-week course of ip antibiotic therapy. The pdrn reported the event was not related to treatment with any fresenius products, drugs, or equipment.